Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for thumbpress broken and difficult/unable to operate (not drawing) due to unknown lot number. Occurrence: unable to perform complaint lot history check for thumbpress broken and difficult/unable to operate (not drawing) due to unknown lot number. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, thumbpress broken and difficult/unable to operate (not drawing) was captured and addressed appropriately. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd safetyglide¿ insulin syringe plunger was broken prior to the injection, and insulin couldn't be drawn up during use. The following information was provided by the initial reporter: "consumer reported a couple of issues with syringes. Stated, the plunger rod is broken prior to injection, the part you push on, is broken, (consumer had difficult time communicating the issue). Stated, not able to draw insulin with some syringes."